Event description:
Several of the judkins right catheters from these multi-paks were being utilized for diagnostic cardiology procedures when they kinked during use. There were no reported injuries to any of the pts involved.